Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus infection and goes into surgery while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus infection and goes into surgery while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil found dirt/dust contaminate on the inside of the top enclosure, on front ui panel, bottom enclosure, and side panel. Pil did observed dust/dirt contamination in the airpath, likely from a source external to the device. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes confirm the presence dust/dirt contamination in the airpath. There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in previous follow up report (MDR 2518422-2022-58103-1) , now it is updated in this report.